Manufacturer narrative:
The date of the event was reported as "in the last week". (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets would not prime. This was noted during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information :additional information/correction: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device(s) were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.